Event description:
The customer contacted stryker to report their device's analyze button was working intermittently. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker gave the part number information to the customer as requested. No further action has been taken by the customer. The device was not returned for evaluation. The cause of the reported issue could not be determined.